Event description:
Boston scientific received information that the patient with this device contacted our company and stated that he had experienced syncope on two occasions, two weeks ago and once two years ago. The patient also reported that his physician stated that his battery was bad and the device was explanted and replaced. The patient reported that he did not hear any warning tones from the device. The field representative reported that the patient appropriately received therapy for a recent ventricular fibrillation event and that the physician did not have an allegation against the device function or longevity. The indicator beep feature was programmed on. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Upon device interrogation it was noted that the beep upon elective replacement indicator feature was programmed off. When the device as programmed with the beep feature on, the device beep worked. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device.